Event description:
Reporter alleges during a second f/u visit after implanted knee system in his right leg, he was diagnosed with it band tendonitis. He had a second round of physical therapy and that did not help his symptoms. He still has swelling, inflammation, discomfort, pain, and difficult mobility due to unstable movement. On (B)(6) 2019, he went in to see a different surgeon for a second opinion. Surgeon was concerned it might be an infection, but tests came back negative for that. Reporter advised he had tissue swelling and unstable joints at that visit and the surgeon recommended he wear a brace or have the knee system replaced. Reporter wanted more info with device, if more pts have had similar issues or if there was an issue or defect with the device. Reporter wants FDA to investigate these knee systems as he has had them for only 2 years and he is already experiencing these symptoms and might need to replace the device.